Event description:
It was reported that, "pt had an infected hip. Cause of infection unk. Dr decided to remove all four implants from primary tha and put in an antibiotic spacer."

Manufacturer narrative:
Summary of eval: the root cause of the infection could not be confirmed with the limited info provided. Pt medical records and operative reports were requested, but no add'l info was made available. The per file noted that the explanted components were in situ for approximately 18 years. The results of the investigation suggest that over 18 yrs of in vivo service, the cause of the reported event may not be device related, but rather may be associated with pt and clinical factors that cannot be confirmed with the info provided. If add'l info is provided for eval, this investigation will be re-opened and updated. There is no evidence to suggest that the reported event is mfg related. No action is required at this time. Product surveillance will continue to monitor for trends. A review of the product experience reporting database indicated that there have been other reported events for infection. No device related trends have been noted. All other components had no prior reported events for infection.